Manufacturer narrative:
The investigation into product damage (cannula kink) has been completed. The pump was returned for investigation. Total pump run time was 8 minutes. Cannula kink was noted near the outlet cage. No other physical abnormalities were observed on the returned product. Pump was ran as expected during test in backet of water. Data log shows the suction alarm and low pump flow after start of the case run without observed any trend of biomaterial interaction trend or positioning issue. As per the clinical, bent was felt during pump placement. The cause of the low pump flow issue was most likely kinked cannula. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-21656.

Event description:
The complainant reported the patient was on impella cp support. The surgeon crossed aortic valve with the first impella, and went to advance further in the left ventricle but felt as though it had bent and saw the waveforms dampen. The decision was made to replace the impella. The patient survived the explant.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.